Event description:
The customer reported that the unit would unexpectedly shutdown when the battery was removed from the "b" battery well. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit would unexpectedly shutdown when the battery was removed from the "b" battery well. There was no report of pt involvement. The hosp biomed replaced the battery pca which resolved the failure. The device passed post-servicing testing and remains at the customer site.